Manufacturer narrative:
(B)(4). Batch # u5dm5h. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with two ecr60g reloads present. The reload (b) was received fully fired. The reload (c) was received partially fired 2/3 with the cartridge deck damaged. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The partially fired is consistent with an incomplete or interrupted cycle. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Upon visual inspection of six photos, the following was observed: the first photo shows a green reload of the batch area on the handle of the device. The reload belongs to batch # j5ag6g. The second photo shows a green reload of the batch area on the handle of the device. The reload belongs to batch # u5ae40 and two staple legs were noted protruding and the drivers up were observed. The third photo shows a green reload from deck view and the sled can be seen partially fired 2/3. This condition is due to an incomplete fired. The fourth and sixth photos show an echelon flex 60 device from the top view and the anvil can be seen in the open position with no reload loaded. The fifth photo shows a device from an anvil area with no reload loaded and the jaws in the open position. Based on the photos reviewed, the event describe is confirmed, however, no conclusion or root cause could be determined. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the lobectomy surgery, after fired with two ecr60g, noted that the tissue was not cut, but there were some staples deployed on the tissue, then changed another device to complete the procedure. There was no patient consequence reported. No additional information could be provided